Event description:
It was reported that the unit shut off on its own, while transporting a patient. Battery error alarmed after plugging into the inverter in the ambulance. When the unit was unplugged it powered down. When the unit was plugged back in, it powered back up again and appeared to be functioning properly. Upon reaching the ER, the unit was switched for another. Delay in therapy was less than one minute with no reported patient effect. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and the problem could not be duplicated. The unit was run under full load on battery power for >90 minutes with no issue. Potential root cause is a suspected problem with the ambulance inverter. (B)(4).